Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys anti-tpo assay on a cobas e 411 analyzer (rack system). The sample initially resulted in a value of 600 iu/ml. The sample was repeated two times, resulting in values of 9.3 iu/ml and 10.7 iu/ml. The questionable result was reported outside of the laboratory. The result of 9.3 iu/ml was deemed correct. The anti-tpo reagent lot number was 62835101 with an expiration date of 30-apr-2022.

Manufacturer narrative:
The customer was recommended to centrifuge frozen samples after they are thawed and prior to their testing. The field service engineer replaced the pinch valve tubing and syringe seals. Instrument performance testing passed successfully. The investigation is ongoing.

Manufacturer narrative:
The last calibration performed on 11-oct-2022 was normal with no alarms. Quality control data was not provided. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.